Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Due to the lack of clinical details and no product returned, the cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an unknown age female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Hematoma noted on arrival to unit. There was suction on the impella, manual pressure was held, and fluids and blood products were administrated. Physician was unable to stop bleeding/hematoma development to groin. Patient was taken back to cardiac cath lab and impella was removed. Positive distal pulses and peripheral injection shows no active bleeding and positive distal flow. Patient is stable.